Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient was not feeling well and was taken to the hospital by his mother and admitted to intensive care unit (ICU) overnight for hyperglycemia. The cgm was reading 64 mg/dl and the blood glucose reading was 911 mg/dl. He was treated with IV insulin. At the time of the report, he is still feeling ill and has a bad headache. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid.